Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital due to receiving multiple current limit advisory and red heart alarms. The system controller was exchanged to the back-up system controller with no alarm resolution. Waveforms submitted for this patient contained numerous anomalies indicating possible bearing wear. Approximately one week later, a decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.